Event description:
It was reported that t-wave oversensing (twos) was seen post ventricular pace. Therefore reprogramming of ventricular sensitivity was done and that corrected the issue. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).